Manufacturer narrative:
Customer information and product information were not provided. It was not possible to determine a manufacture date without the product information.

Event description:
The customer stated his contour next ez read his blood glucose 30mg/dl higher than a different meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned and it was not replaced.